Event description:
Boston scientific received information that threshold testing would not terminate following recognition of the loss of capture (loc). The time was approximately 3 seconds. The patient is pacer dependent and had reportedly became very symptomatic during that time, however, no syncope was observed. Normal brady pacing resumed following the 3 second pause. It was noted that the location in which the test was being performed has had rf telemetry issues from headsets. No additional patient effects were reported.

Manufacturer narrative:
An attempt to obtain the programmer information was made, however unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.